Manufacturer narrative:
Complaint was confirmed through review of received product. Visual inspection identified intermittent reddish-brown spots (likely rust) throughout the length of the cannula, the spots in cannula are small. No exterior signs of contamination or rust even in laser etch indicating that product was likely properly passivated in manufacturing. Investigation results concluded that the reported event was due to oxidation most likely during cleaning/sterilization, it is a known risk with reusable instruments. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. In care and handling of surgical instruments under cleaning and decontamination, number 3 states: "excessively acidic or alkaline solutions may corrode aluminum instruments or instrument cases."

Event description:
It was reported that the item was marked in cannulation area and has been handed to representative as part of delivery of items for return. Customer suspects corrosion and returned for investigation.